Manufacturer narrative:
Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the by the patient's parents that thier son faced a low blood glucose level . Therefore, the patient went to hospital. No further information was available.